Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. The patient¿s pd effluent yielded growth of e,coli an organism found in human intestinal tract and stool. Therefore, the patient¿s peritonitis is can be reasonably attributed to concomitant diarrhea, as reported by the nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized for peritonitis. Upon follow up, the pd nurse reported the patient was experiencing symptoms of cloudy pd effluent. Subsequently, on (B)(6) 2019, the patient was seen in the outpatient pd clinic and a pd culture was obtained yielding growth of e .coli. The same day, the patient was sent to the hospital from the pd clinic and was admitted with peritonitis. Details surrounding the patient¿s hospitalization are unknown as the hospital discharge summary is not available. Reportedly, during hospitalization the patient was treated with antibiotics (unknown drug, dose, route, and frequency) and continued pd therapy. Patient disposition is unknown; the nurse anticipates discharge home on/about (B)(6) 2019. The nurse stated that the patient did not have any fluid leaks, or any product related issues associated with the peritonitis infection. The nurse reported the patient¿s peritonitis was attributed to concomitant diarrhea.